Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, once more substantial information is received, an updated report will be submitted. Zimmer reference number (B)(4).

Event description:
It was reported that the patient was implanted with zimmer products on (B)(6) 2012. On (B)(6)2014, during the surgery to remove "the products" (exact device name not reported), the lag screw broke. The surgeon was able to finally remove the lag screw and the nail (exact device name not reported after an extended surgery of between 30 to 60 minutes). The surgeon reported that no harm came upon the patient.